Event description:
The customer reported that following a diagnostic catheterization procedure in 2002, a vasoseal es was deployed. Some difficulty was experienced during deployment when the dilator was advanced and more resistance was encountered while positioning the sheath. Some blood was seen in the sheath. The pt's condition was good post deployment with good pulses and no reported pain. Prior to the pt's transfer one half hour later to another facility the pt was doing well with no pain and good pulses. The nursing noted indicates scant blood on the pt's dressing around midnight, while the pt had good pulses and was ambulatory. At 7:30 a.m. The pt complained of pain in the groin and hematoma was observed to be forming distal to the puncture site. At 8:00 a.m. The nursing notes indicated that pulses were decreased in the right as opposed to left extremity, but the right foot was noted to be warm. An ultrasound revealed that the right common femoral artery had no blood flow while the superficial femoral artery had blood flow. The pt was taken to the angiography lab for a runoff of the common femoral artery which revealed an occlusion. In the afternoon of the following day the pt was taken to surgery for a thrombectomy of the common femoral artery and blood flow was restored in the common femoral artery. A collagen matrix and thrombus were reportedly removed from the arterial lumen. The pt recovered well and was ambulating the next day with good pulses. The pt was discharged on the following day on aspirin and heparin therapy. No further complications were reported.